Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in the left eye three days post lasik. The patient noted slight blur. Left eye vision was not as clear as right eye vision. Topical steroid dosage was increased. New information was received. Three days later, symptoms of slight blur were noted to be resolved. No signs of dlk were seen at this visit. The patient is being tapered off of the steroid drops.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: 2020-16985.